Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle libre 2 application during replication that would have led to the reported issue. The customer reported missing high and low glucose alarm. Attempted to replicate the customer's complaint using similar configurations iphone 11 pro, ios 16.6, 2.7.3.3641 and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device app in use with an iphone 14+ with an ios operating system 16.6.1. The low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer became hypoglycemic and was unable to self-treat, requiring treatment of glucagon injection and oral liquid glucose from their spouse for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. A follow-up report will be filed once additional information is obtained.

Event description:
An alarm issue was reported with the adc device app in use with an iphone 14+ with an ios operating system 16.6.1. The low and high glucose alarms did not sound and as a result, the customer was not alerted of changes in glucose level. The customer became hypoglycemic and was unable to self-treat, requiring treatment of glucagon injection and oral liquid glucose from their spouse for treatment. There was no report of death or permanent impairment associated with this event.